Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: 1757 burn(s). Health effect impact code: 4613 minor injury/illness/impairment. Medical device problem code: 1437 overheating of device. Component code: 4733 connector/coupler. Additional information: pentax medical apac perfomd a good faith effort(gfe) to gather additional information regarding this event and a response was received on 26-apr-2024 with the following information. The doctor applied some medicine, and then the user was replaced by another physician to finish the inspection. A photograph of the users arm was also provided and the underside of the foerarm shows redness with no visible blistering. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occured in singapore during a procedure. After the physician plugged in the pentax medical fiberscope model fnl-10rp3 into the light source, the physician felt the metal guide hit her forearm which resulted in a reported burn to the user. The reporter commented that the facility was using an olympus halogen light source, model clk-4, and the metal light guide plug which was not secured, slipped, and hit the doctor's forearm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report, b5. Refer to h11, f7: follow up #01, f11: updated dates, f13: updated dates. Additional information: d4: unique identifier (UDI) corrected, d9: device returned to manufacturer, f9: age of device, f10 codes, h11: evaluation summary. F10 continued: international medical device regulators forum (imdrf) adverse event reporting medical device problem code: added 3133 misassembly by users component code: added 4723 sleeve. Evaluation summary: the event that occurred is burns from light guide plugs. The light guide plug which connected to the light source (olympus clk-4) was hot while using. When the doctor took out the light guide plug, her forearm was accidentally touched on the hot surface of the lg sleeve. The doctor was previously trained on the endoscope, so this case was caused by the lack of user attention. The doctor applied some medicine and then changed to another doctor to finish the examination. Based on the investigation, a potential root cause of this failure is the sleeve light guide rod was not secured in place, causing the hot light guide plug to slip off and come into contact with the surgeon's arm, resulting in a burn. Additionally, during inspection of the returned fiberscope, it was observed that the endoscope fail leakage testing and the insertion flexible tube(ift) shows damage. Pentax medical is planning a meeting with the physician and the reporting biomedical engineer to address their usage of the endoscope to prevent recurrence. Pentax medical will also open a field service report for the physician and biomedical engineer to review and sign as acknowledgement of guidance provided. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured by pentax medical miyagi on 25-apr-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 25-apr-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.